Manufacturer narrative:
The affected device was returned to gehc for evaluation however the transmitter batteries were not available for investigation. Visual inspection of the returned device did not show any indication of burn marks or plastic deformation due to excess heat dissipation. There was no signs of fluid ingress or other physical damage. Testing was performed under normal use conditions to ensure maximum surface temperature did not exceed 41 degrees c (per iec60601-1 clause 42.3). The measured temperatures of the transmitter case at ambient room and body temperature did not exceed 38 degrees c. Prior to sending the device to gehc, the hospital biomedical technician wore the device for 4 days during work hours and no issues were identified. In conclusion, gehc engineering was unable to duplicate the reported issue nor determine the root cause based on visual inspection and electrical and temperature testing performed. The transmitter was found to be performing to specifications and there was no evidence the transmitter malfunctioned resulting in the alleged patient burn.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete.

Event description:
It was reported the patient suffered a burn to his right thigh after sleeping on the telemetry transmitter for several hours. The investigation is on-going at this time.